Event description:
Implant loss. Periimplantitis. According to russian regulation, these products are considered unsafe and hazardous, therefore ds llc is not allowed to ship them. The products must be terminated by a special company, that has a license for that kind of activity & type of hazardous goods.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.